Event description:
It was reported that the patient with this right atrial (ra) lead experienced burning at the implant site. The patient was referred to a physician. There were no additional adverse patient effects reported. The ra lead remains in service.